Event description:
It was reported that post open-heart surgery, the right atrial (ra) lead exhibited loss of capture upon device interrogation. No intervention was performed. The patient was recovering following the procedure.